Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited lead impedance > than 2500 ohms and increased pacing thresholds.